Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: na. Event description: at this hospital, nurses routinely test the applicator on the operating table before surgery to ensure it functions correctly, as they have experienced several malfunctions. In this instance, the nurse pulled the trigger and the clip shot out. On monday, they had three applicators from the same batch that also failed. The nurse checked that the clips were working correctly before the surgeon used them, and the clips were flying off, so they replaced the applicator with a new one. Additional information received by applied medical rep via email on 23feb26: the clip was not loaded into the jaws. It was observed with the first clip and it occurred 2 or 3 times. No loaded clip was removed manually from the jaws. The device was actuated and reset. The clip fell off. Additional information received from applied medical representative via email on 24feb26: the photos most similar to what is happening to them are [photo] a and [photo] b. [Applied medical supplied the customer with photos and asked the customer to identify which malfunctions they experienced.]. Intervention: they replaced the applicator with a new one. Patient status:.